Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving clonidine (50 mcg/ml), bupivacaine (150 mcg/ml), fentanyl (1 ,000 mcg/ml), baclofen (25 mcg/ml) and ketamine (400 mcg/ml) via an implantable pump for spinal pain. It was reported the patient's pump was due to be refilled on (B)(6) 2020, however was not filled. On (B)(6) 2020, the patient start ed hearing a critical alarm and had to go the emergency room (ER). The pump was refilled with 40 ml on (B)(6) 2020. The next refill date was (B)(6) 2021. The rep wanted to know if the refill date was accurate and it was reviewed that the flow rate of the pump was over 1 ml which was why the refill interval was so soon. It was reviewed that based off the information, the next refill date was accurate. The rep stated this was all the information they needed.

Event description:
Additional information was received from a healthcare professional (hcp), via a manufacturer representative on 2021-jan-08. It was reported that the refill was mistakenly scheduled for (B)(6) 2020 instead of their refill date of (B)(6) 2020. The critical alarm started on the 27th or 28th. The patient's weight was unknown, and they experienced mild withdrawal symptoms. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.